Event description:
A pt reported blood glucose results of 175mg/dl with a lifescan meter and 136mg/dl on a laboratory device, performed within 20 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. Pt's family member reported that the pt was hospitalized due to the meter reading inaccurately high, however after speaking with the pt's family member, they provided the following info: pt's home health nurse heard rattling in pt's lungs so they sent them to the emergency room. They were admitted for aspirated pneumonia, diabetes, and brain damage. They stated that the pt became brain damaged in 1997 due to a hypoglycemic event unrelated to the suspect meter. Pt's family member tested them while they were in the emergency room and obtained readings between the high 100's and the mid 200's. When pt was finally admitted, the labs were taken and the pt tested on their meter. Pt's family member stated that the pt was dehydrated and that they would check their labs for the hematocrit result to find out if they may have been outside the acceptable range for testing on the meter, resulting in inaccurate readings. Pt was concerned that the inaccurate high results could lead to a serious injury, however, the reading of 135 in the lab and pt symptoms does not indicate a serious injury based on definition.